Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed keypad response. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had a delayed keypad response. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the processor printed circuit board, which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.